Event description:
The MFR's rep reported that, at refill, the actual reservoir volume was higher than the estimated reservoir volume. It is reported as unknown in regards to a related pt injury. A follow up report will be sent when additional info is received.